Event description:
It was reported that during a lap colectomy procedure, after use for approx 20 minutes, the device was cleaned gently using a damp swab, and the teflon pad was easily removed from the device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 04/06/2009. Info anticipated, but unavailable at this time.